Event description:
The lay user / patient contacted lifescan (lfs) another country on may 22, 2007 alleging he had a damaged vial. A medical affairs specialist (mas) sent follow up questions; however, the patient refused to provide any further clinical information. Patient mentioned that during the last three weeks, using his test strips, he had at least 2 hypoglycemic events each week. The patient takes actrapid and protofane insulin around 30-35 units a day. Due to the event, he treated himself with orange juice and cookies. He did not seek any medical attention or contact his physician for assistance. He mentioned that there was a hole in the vial. He refused to answer any further clinical information and does not want the meter or test strips replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen and other detailed events that lead to the hypoglycemia, readings prior to the event and how soon after taking the insulin did the patient experience symptoms of hypoglycemia. It would have also been helpful to know how long the patient had been using the vial, and how where he had purchased the vials of test strips. The complaint is being reported due to the allegation that he suffered several episodes of hypoglycemia due to the damaged vial of test strips.

Manufacturer narrative:
.